Manufacturer narrative:
Initial medwatch report indicates: results code ¿ 213. Conclusion code ¿ 4315. Initial medwatch report should indicate: results code ¿ 3213. Conclusion code ¿ 4307. The initial medwatch report indicates: code # 2692 ¿ na. Code # 1085 ¿ unlabeled. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. Thereafter, the device was returned to the customer for use. The cause of the reported issue could not be determined. The initial medwatch report should indicate: code # 2692 ¿ na. Code # 1085 ¿ unlabeled. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio observed loose kepnuts which attaches the battery wire harness to the battery pin assembly. Physio also observed an event code logged in the device memory, which is related to defibrillation charging tolerance issue. Physio determined that the likely cause of the reported issue was due to a low battery and an intermittent connection to battery #1 due to loose kepnuts. Physio tightened the kepnuts, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. Thereafter, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charge cycle for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome. The patient, a 70 year old male did survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. Thereafter, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to complete a charge cycle for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome. The patient, a (B)(6) male did survive.